Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The low battery alarm was identified during the power on self-test and review of the alarm log. The cause of the condition was determined to be blown fuses. The fuses were replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a low battery alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.